Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating since discontinuing cupping/acupuncture the problem stopped after 3 weeks. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller inquired about compatibility between acupuncture and cupping with an implantable neurostimulator (ins). Caller said they have had a few sessions with the patient to treat lower back pain and have never put the therapies directly over any part of the system. Caller explained that on (B)(6) 2025, patient told them they were noticing constant tingling in their left foot (therapy also on the left side). In response to this, caller said they've stopped cupping and moved more distally from the ins for the acupuncture. Caller inquired if this was a known therapy response that could happen with acupuncture/cupping. Agent reviewed pertinent information and guidelines. Agent suggested also checking with patient to make sure they didn't make any manual changes to their settings. Caller asked for a "medical opinion" on whether patient should continue with the therapies. Agent suggested contacting managing hcp for that question.